Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A review of the inspection records and certifications confirmed that the material, components and final product met inspection records and certification criteria. All (B)(4) parts manufactured were 100% checked for ctq features and function at final inspection. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during assembly of the matrix distractor rack, the retaining screw for the rack and the pinon adjusting screw had ¿snapped.¿ the instrument was still able to be used for the intended surgical procedure with the risk that the butterfly key could disengage and fall from the sterile field. It was not reported that the key disengaged and the surgery was successfully completed without delay. There was no patient harm. All parts of the instrument were retrieved. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: the device was returned in a good condition except that the m2.5 screw which connects the wing screw had sheared off date sample received at investigation site. Jul 8, 2016 investigation summary, the manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. The screw and the bore were measured and found to be conforming. No manufacturing issue was found during investigation, therefore no prm documents were reviewed. Root cause: undetermined device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is currently undergoing investigation; the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.